Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist found that the drawer returned to normal after a reboot. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported when using the bd pyxis¿ medbank mini, the drawer did not open and was not recognized by the system while trying to issue a medication. The customer reported that the malfunction had caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.